Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the customer in resetting the pump successfully, with no recurrence of the malfunction code afterwards. The customer was instructed to continue using the pump and to contact support should the issue reoccur, which was acknowledged and understood.